Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal and subsequent patient death was found to be unknown/undetermined due to the lack of relevant medical records and imaging surrounding the event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated and a vela suprarenal extension were implanted to treat an abdominal aortic aneurysm. The patient presented emergently to the ER with back pain and then coded with a ruptured aaa. The physician elected to explant the afx device, and the patient was reported to have expired following the explant procedure. It was noted that a CT was not performed prior to taking the patient into surgery.